Manufacturer narrative:
Concomitant medical devices: ddbb1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple inappropriate shocks. The right ventricular (rv) lead triggered an alert for non-sustained episodes and short v-v intervals. The lead was thought to be fractured. The lead was capped and replaced. No further patient complications have been reported as a result of this event.